Manufacturer narrative:
(B)(4)

Event description:
It was reported that on an unknown date, patient underwent an unspecified spinal fusion surgery at th3 to th11 using spinal system. The patient¿s initial diagnosis was not reported. Several days after the surgery, post-op, vertebral body fracture was found at the level below t2 vertebral body. The physician found it understandable that removing the patient¿s vertebral body half to place the device resulted in excessive load on lower vertebral bodies, leading to development of the fracture. He required information on similar events (i.e., vertebral body fracture developed after cage placement). The product was used in the patient. Patient complications were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.